Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the 30-degree endoscope was difficult to rotate. The customer used a backup endoscope to continue with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope image was inverted. The endoscope did not move in opposite direction. The procedure was completed robotically with the same da vinci system.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found to have a binding/friction issue on the camera adapter. The complaint was confirmed by failure analysis.